Event description:
It was reported that there was a disconnection between the patient line of a home pd system kaguya set and the transfer set. The event was further described as ¿the connecting tube" attached to the patient's "stomach tube came off and the tip became bare¿. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury; however, the patient was advised to take prophylactic measures. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.